Event description:
The patient reported during her implant surgery, she was screaming and in a lot of pain but was told she could not be given any more pain medication during the surgery. Patient reported experiencing a lot of pain at her implant site after surgery. Patient reported the pain was very strong and she could feel it a lot when she sat down or pushed back against a chair. Patient stated in the beginning she thought she just needed to heal from the surgery but then the pain did not go away. Patient stated she tried to get a hold of her hcp that performed the implant doctor but he was always sick and couldn't see the patient and got another doctor. Patient reported her implant was put in improperly which was why she was experiencing all the pain. Patient stated doctor wanted to readjust the implant but patient told him she could not handle it since she had to work long hours and could not handle the pain. Patient stated she had the device explanted in (B)(6) 2015 and since then the pain has resolved. Patient stated tried to follow up with doctor again to have the device implanted again but they are refusing to book an appointment for patient to see the hcp. Patient mentioned she has had 9 surgeries within the last 2 years. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.